Event description:
During patient use, the autopulse platform (B)(4) displayed "system error, out of service, revert to manual CPR" upon powering up. No consequences or impacts on the patient.

Manufacturer narrative:
The reported complaint that "the autopulse platform (B)(4) displayed 'system error, out of service, revert to manual CPR' upon powering up" was confirmed during both archive data review and functional testing. The root cause for the reported complaint was a communication error between the drivetrain motor and the processor board. During the visual inspection of the returned autopulse platform, it was noted that the load plate cover was defective with a hole, affecting the watertight seal. This observed physical damage is unrelated to the reported complaint and is attributed to user mishandling. The load plate cover was replaced to address the issue. Archive data review showed the occurrence of system error - 132 (internal watchdog timeout) around the customer's reported complaint date, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. The system error was cleared using apvision3 software during the device evaluation performed at zoll service depot. Subsequently, the autopulse platform was tested with the large resuscitation test fixture (lrtf) with known-good batteries until discharged without any fault or error. The autopulse platform functioned appropriately and performed as intended. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(4).